Event description:
Product returned to medtronic for analysis - reported in medtronic database. Categorized by mdt as "c200" and closed. System removed from pain at pocket site. Implant date of (B)(6) 2023. Mdt staging record ID (B)(4). Analysis information -- (B)(6) 2024 11:49:22 cst pli# 10 product ID# 37800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information -- (B)(6) 2024 11:51:33 cst pli# 20 product ID# 4351-35 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits.